Event description:
It was reported that a patient underwent an laparoscopic appendectomy procedure on (B)(6) 2011 and suture was used. The suture loop was broken. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined. The knot was tied properly and found secure. The samples were tested for the plastic breakage test, knot slippage properties and knot pull tensile strength and they met the requirements. No manufacturing defects were observed on the samples tested.